Manufacturer narrative:
No product and no lot received therefore no investigation possible. 2 unsuccessful request have been made for product return. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Device received for this event is being corrected from unk vdw catalog # unknown to vdw.rotate 15.04 4-files 31mm catalog # mstvrot431415. This is a follow up report for this corrected information.

Manufacturer narrative:
We have reopened this complaint because we have received the products for investigation: three vdw.rotate 15 .04 files 25mm were returned in loose for analysis. Files are all broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a unknown vdw file broke during use. The outcome of this event is unknown as of this MDR.